Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed the blade's image cut off and on. The blade could not be repaired and was scrapped. This MDR is being filed as result of a retrospective review.

Event description:
The customer reported that during a patient procedure, using a glidescope gvl 4, the display cut out intermittently. A delay in the procedure of less than a minute occurred as a replacement gvl 4 was obtained. No harm to patient or user was reported.